Event description:
The customer observed false non-reactive alinity I anti-hbc ii results generated for patients who have a history of being hepatitis b positive. The following data was provided (reference range < 1.00 s/co is non-reactive): initial result = 0.44 s/co, repeat result = 4.5 s/co. Initial result = 0.42 s/co, repeat result = 5.06 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hbc ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63367be01. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. In-house testing of a retained reagent kit of lot 63367be00, was completed (lot contains the same bulk material as lot 63367be01). All specifications were met, and no false nonreactive results were obtained indicating the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not impacted. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 63367be01 was identified.

Event description:
The customer observed false non-reactive alinity I anti-hbc ii results generated for patients who have a history of being hepatitis b positive. The following data was provided (reference range < 1.00 s/co is non-reactive): initial result = 0.44 s/co, repeat result = 4.5 s/co. Initial result = 0.42 s/co, repeat result = 5.06 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6) hospital. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84 and a 510k/PMA/bla number of p080023. All available patient information was included. Additional patient details are not available.